Event description:
It was reported that a hydroview intraocular lens was scheduled to be explanted due to opacification. The lot and serial number were not provided, therefore, it has not been possible to determine whether the lens model is hydroview 1.0. Additional information was requested but has not been received to date.

Manufacturer narrative:
The lens is not available to be returned to bausch + lomb. Despite attempts to obtain the lens lot number, it was not provided. Therefore, a review of the lot history record could not be performed.